Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that the flexible part of the screw driver can't be cleaned anymore.

Manufacturer narrative:
Evaluation revealed the set screwdrivers to be the primary products. No associated products were reported. Investigation revealed no discrepancies in material of manufacturing. Deviations in the inspection documents were not found, the function was given in full on the devices at the stage of delivery. As the devices had been in use for a longer time (manufactured in september 2010 / may and july 2012) we pre-suppose that they had fulfilled their tasks in former surgeries as intended without problems reported. The screwdrivers received showed significant traces of an intense and frequent use. Examination with a microscope revealed small residuals (black particles) on the flexible part of the item received. The residuals are not trapped and could be removed easily with a cotton swap and plain water. Residues on the flexible part are known and were evaluated by a medical expert. His comments (excerpts): ¿a surgical instrument with residuals of body fluids or human tissue has no increased risk of infection, if a sufficient sterilization procedure has been made (¿sterile crud¿). Only in the (very rare) case of significant contamination with body fluids from a previous patient with massive infection of lps producing germs a small load of endotoxins (lps) may cause a limited local inflammation, which will be hardly registered by the patient. During the sterilization process all proteins will be denatured. It is in discussion whether there is still a significant antigenic effect of such denatured proteins. Worst case: very limited local rejection reaction resulting in a limited inflammation, which will be hardly registered by the patient. Otherwise, no negative side effects for the patient have to be expected, if a surgical instrument is contaminated with (incrusted) residuals of body fluids or human tissue from previous surgeries due to insufficient cleaning and / or the design of the instrument, which would not allow for perfect cleaning. The general cleanability of the screwdriver in the flexible part was proved during design validation. Tests ((B)(6)) confirmed, that germ reduction is being achieved significantly better with automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices¿ (l24002000). The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ug of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow colour change. Based on the information given and due to above observations an exact root cause could not be determined, but the case is rather related to insufficient cleaning by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the male nurse of the hopsital, that the flexible part of the screw driver can't be cleaned anymore.